Event description:
The facility representative reported a colleague infusion pump with an 807:03 failure code on channel b. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 807:03 was confirmed during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user software version is 6.13.92

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.